Event description:
It was reported that the patient experienced an infection. The entire transvenous pacing system was explanted. No further patient complications have been reported as a result of this event. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).